Manufacturer narrative:
It was reported by our distributor that the ventilator was returned for evaluation and no problem was found. It was found that the ventilator required maintenance. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Millennium ventilator s.n. (B)(6) was manufactured on 05/18/2010. There is no indication that there were any relevant discrepancies during manufacturing.

Manufacturer narrative:
The reported unit was not made available to the manufacturer for evaluation. Multiple attempts have been made to obtain the return of the device. Should the product be returned or new information is made available, a follow up report will be reported. This report is submitted to comply with MDR malfunction notice 76 fr (B)(4) requiring the reporting of incidents involving a life supporting and/or life-sustaining device.

Event description:
It was reported that during clinical use the ventilator changed from CPAP to bpap mode after 10 minutes.